Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there were issues with regards to impedance, and there was a reading of greater than 40,000 ohms. The implantable neurostimulator (ins) was interrogated after implant and impedances for electrodes 5, 6, and 7 on a paddle lead were greater than 40,000 ohms. The lead was taken out, wiped off, and reinserted into the ins multiple times. Flipping lead tails in the ins was also tried, but they were still getting the same results. The lead was tested directly in the multi-lead trialing cable (mltc) and was getting the same high impedance readings. No extension was used. It was noted that programming could not be done around the contacts because of where the lead was placed. The patient was later closed up and it was noted that the paddle lead was not changed out and was left in and they planned to program around the open circuits. It was noted that the white tip on the paddle lead would show a little bit when inserted into the ins, and the healthcare provider (hcp) kept pushing it in because, the hcp could see that end. The hcp did not use a pocket sizer. The hcp would test the lead with the mltc prior to ins implant from now on. Additional information received reported the patient had great coverage and was receiving effective therapy. Programming was done around the high impedances.